Event description:
It was reported that while performing a typical aflutter ablation, a perforation with tamponade occurred. The stockert was turned off and the lesion line was complete. Pericardiocentesis was performed, chest compressions were done and a drain was placed in the patient. There were no error messages of defects detected with any of the products that were in use. The patient had a full recovery and was discharged the next day.

Manufacturer narrative:
(B) (4). Evaluation summary: the catheter passed electrical test, temperature bath test, generator test and patency/flow test. Complaint cannot be confirmed. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.